Event description:
At initial stimulation (date not given) testing performed revealed four open electrodes. In 2005, the surgeon reportedly observed that the patient's device was prominent. Surgery has been scheduled to explant the device.